Manufacturer narrative:
The device was not returned for evaluation. An event regarding fracture involving an mrs stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as device was not returned. Medical records received and evaluation: clinician review of this case indicated that: the event as such is confirmed, the available x-rays confirm a distal mrs stem fracture a few centimeters above the body of the anchorage device. The immediate cause is clear although the underlying problem is not readily evident. There is loss of bone contact around the most distal stem section due to disintegration of the bone-cement interface all around. Thus fatigue builds up and a fatigue type of fracture is evident. What did cause this problem is however not readily apparent. Surgical technique appears adequate, there was and still is a good cement mantle all around the interface from proximal to distal. The problem with cemented stems like these ones is that adequate cementing requires a cement mantle of some 3-mm thickness which detracts from the available space which is rather limited. A cement mantle on both sides of 3-mm detracts 6-mm when compared to a cementless option. Cemented stems are thus necessarily relatively thin and this is associated with the choice for cemented replacement options, as such a procedure-related aspect although there are no clear procedure-related problems associated with the surgical technique as such. Such replacements challenge the current possibilities of limb reconstruction where whatever the type of replacement a relatively high loading condition will be present anyway. The intramedullary stems associated with such mrs replacements represent the ¿weakest¿ link in the chain of implants as relatively thin. With time of implantation stress-shielding related effects develop near the transitions from device to patient bone and such may adversely influence local bone quality, consequently increase micromotion and thereby induces bone resorption. All this leads to the type of problems as observed in this case. As such failure appears associated with type of reconstruction and choice for a relatively thin cemented stem when compared to cementless options. Mechanical strength of devices has a fourth power ratio to available diameter so a small increase in diameter leads to much stronger stems which will more readily resist the forces acting upon it. As such, no device-related issues are apparent. Root cause of failure thus appears to be procedure-related with regard to component choice under these conditions with developing overload in the area of device fracture although lack of more information and/or early post implantation x-rays precludes to detail this case any further. Device history review: indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusion: device fracture was confirmed based on the x-ray provided. Device evaluation was not possible as the component was not returned. Based on the medical comments made by the clinical consultant no device-related issues are apparent. Root cause of failure thus appears to be procedure-related with regard to component choice under these conditions with developing overload in the area of device fracture. No further investigation is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The doctor reported to our sales rep that his patient had been admitted and that the gmrs stem had broken in her femur. The surgeon did a revision of the stem on the (B)(6) 2015.

Event description:
The doctor reported to our sales rep that his patient had been admitted and that the gmrs stem had broken in her femur. The surgeon did a revision of the stem on the (B)(6) 2015.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.